Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 they tested the receiver audio function and the receiver did not beep. Patient's mother also indicated that there was an event that required medical intervention and/or caregiver intervention but did not provide any further details. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to remove statement from follow-up #001 report "dexcom received additional information regarding a patient's allergic reaction that occurred on (B)(6) 2015. It was reported that the patient experienced a contact allergy from the cyanoacrylate used in the production of the sensor patch. Cyanoacrylate is present in the glue used to attach the housing of the sensor to the top (non-skin adhering side) of the patch. Patient's parent believes that the cyanoacrylate may migrate to the adhesive touching the skin, before it has hardened, coming into direct contact with the patient's skin. Patient's doctor concluded that the patient experienced an allergic reaction to the cyanoacrylate contained in the glue, used to adhere the sensor pod to the top of the mesh of the patch and not the adhesive that adheres directly to the skin."

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and a "call tech support" was observed on the display screen. A review of the data log did not find any errors related to the customer complaint. Due to the "call tech support" error, the receiver was unable to test on the global receiver functional test. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom received additional information regarding a patient's allergic reaction that occurred on (B)(6) 2015. It was reported that the patient experienced a contact allergy from the cyanoacrylate used in the production of the sensor patch. Cyanoacrylate is present in the glue used to attach the housing of the sensor to the top (non-skin adhering side) of the patch. Patient's parent believes that the cyanoacrylate may migrate to the adhesive touching the skin, before it has hardened, coming into direct contact with the patient's skin. Patient's doctor concluded that the patient experienced an allergic reaction to the cyanoacrylate contained in the glue, used to adhere the sensor pod to the top of the mesh of the patch and not the adhesive that adheres directly to the skin.